Event description:
It was reported that druing a right hemi colectomy procedure, inactive tissue pad came away from jaws of instrument. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.